Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the FDA sus voluntary event report from the FDA, which states, "numerous reports from various depts on multiple pts of IV fluids I meds leaking due to cracked tubing, broken maxzero caps resulting in wasted meds and time spent to troubleshoot. Y-site not disconnecting from tubing, unable to remove bifuse from cap, tip of bifuse broke off into maxzerocap, connection port of med line cracked, leak in medline tubing just above insertion point, bifuse tubing broken, tubing at the connection between IV fluid and manifold cracked, catheter tubing cracked ileaking at site attach to hub, leaking noted in the middle of IV tubing, fluid leaking at extension connection, numerous leaking at maxzero site. Defective products:minibore bifuse, alaris infusion tubing, maxzero cap, extension tubing, microbore extension tubing, microbore tubing extension needle free connector, nonvented blood tubing. Alaris pump module no filter, extension tubing, alaris pump module with filter." There are no additional event, patient or device information provided.

Event description:
Received a copy of the FDA sus voluntary event report from the FDA, which states, "numerous reports from various depts on multiple pts of IV fluids I meds leaking due to cracked tubing, broken maxzero caps resulting in wasted meds and time spent to troubleshoot. Y-site not disconnecting from tubing, unable to remove bifuse from cap, tip of bifuse broke off into maxzerocap, connection port of med line cracked, leak in medline tubing just above insertion point, bifuse tubing broken, tubing at the connection between IV fluid and manifold cracked, catheter tubing cracked ileaking at site attach to hub, leaking noted in the middle of IV tubing, fluid leaking at extension connection, numerous leaking at maxzero site. Defective products:minibore bifuse, alaris infusion tubing, maxzero cap, extension tubing, microbore extension tubing, microbore tubing extension needle free connector, nonvented blood tubing. Alaris pump module no filter, extension tubing, alaris pump module with filter." There are no additional event, patient or device information provided.